Event description:
The patient reported that she has a broken pump that is making a ticking noise and it keeps taking longer to infuse. She also reported that she has standard headaches. No further information reported. Unknown if the patient has the product on hand for return. Unknown if the patient has missed a dose and the patient did report an adverse event and it was not reported whether is was related to the malfunction of the pump. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.